Event description:
It is reported that the articular surface would not lock onto the tibial tray.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: an evaluation of the device concluded that one or both sides of the inner dovetail lips are compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however, more information would be needed to conclusively make that determination. A definitive root cause cannot be determined at this time. However, the complaint may be revised upon return of further information. Device history records indicate all components were manufactured and inspected to specification.